Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/uncontrollable bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot pain, pneumonia, dizziness, ovarian cyst, stress incontinence and nabothian cyst. Concomitant products included metformin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/pain during menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), back pain ("back pain"), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), arthralgia ("joints pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), amnesia ("memory loss") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the menorrhagia, systemic lupus erythematosus, mood swings, anxiety, depression, migraine, dyspareunia, weight increased, arthralgia, alopecia, nausea, genital haemorrhage and amnesia outcome was unknown, the headache and abdominal pain upper was resolving and the dysmenorrhoea, abdominal pain, back pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two coils within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral essure devices creating bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " stomach pain" was added. Outcome of events " stomach pain and headache " were updated as recovering. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/uncontrollable bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metformin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/pain during menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), back pain ("back pain"), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), arthralgia ("joints pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and amnesia ("memory loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2019. At the time of the report, the menorrhagia, systemic lupus erythematosus, mood swings, anxiety, depression, migraine, headache, dyspareunia, weight increased, arthralgia, alopecia, nausea, genital haemorrhage and amnesia outcome was unknown and the dysmenorrhoea, abdominal pain, back pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Case updated from non serious to serious incident. Lab data and concomitant medication added. Event¿s : abnormal bleeding (vaginal), menorrhagia, hair loss, nausea, abnormal bleeding (general) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.